Event description:
The customer observed the cell-dyn sapphire vent assembly failed to home during the analyzer's prime cycle. Once the fault was cleared it was ok, however, while running the samples on the auto loader, the vent assembly needle bent and the samples are flagged as short samples. During troubleshooting, the customer observed the motion of the cell-dyn sapphire vent assembly was not smooth when the probe was zero parked, therefore, the y-motion motors were replaced. Following replacement of the vent needle assembly and y-motion motor, the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.